Manufacturer narrative:
Reference code (B)(4). Device name enduro femoral component. Cemented f2r. Serial number n/a. Batch number 52159429. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2015-07-14. Ref code/ device name batch nr. Nr293k femur extens.stem 6° d18x77mm cemented 52087343. Nr193k tibia offset stem d18x52mm cemented 52091491. Nr400k nut f/femur extens.stem all sizes neutr. 52122426. Nr880m enduro meniscal component f2 10mm 52159165. Nb012k enduro tibial comp.offset cemented t2 52166484. Nk916 imset resorb.intramedullary plug 16mm 52102726. Nk918 imset resorb.intramedullary plug 18mm 52057405. According to the quality standard and DHR files a material defect and production error can be excluded. We assume that the primary stability of the femoral component was insufficient due to the mentioned implant loosening. This led to the femur component not being supported and the loading being transmitted through the femur box to the femur stem. The femur stem was held primarily by the connection to the femur stem. The femur component box (at the interface) has therefore been dynamically loaded which has resulted in a fatigue fracture. The definitive root cause for the loosening of the femur component cannot be conclusively clarified. We assume that bone degeneration/bone defects is mainly responsible for the femur loosening. According to the 8 d report a CAPA is not necessary.

Event description:
After the 8 d report the leading material is changed from the case 9610612-2020-00341 (B)(4) to (B)(4) it was reported that there was an issue with a enduro knee implant. According to the complaint description, the implant loosened postoperatively after 4 years and 9 months. It was noted that there had been a chronic reaction over a long period of time; the more the patient walked, the symptoms worsened. Primary surgery: (B)(6) 2015. Revision surgery: (B)(6) 2020. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Involved components: nr293k - femur extens.stem 6° d18x77mm cemented - lot 52087343. Nr193k - tibia offset stem d18x52mm cemented - lot 52091491. Nr400k - nut f/femur extens.stem all sizes neutr. - lot 52122426. Nb018k - enduro femoral component cemented f2r - lot 52159429. Nb012k - enduro tibial comp.offset cemented t2 - lot 52166484. Nk916 - imset resorb.intramedullary plug 16mm - lot 52102726. Nk918 - imset resorb.intramedullary plug 18mm lot 52057405.